Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient faced bent cannula event on (B)(6) 2024 due to which patient experienced high blood glucose (bg) of 570 mg/dl that resulted in hospitalization. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples for the lot 6003024 have already been previously tested in the complaint (B)(4) on 08-aug/2025. Test results: the reference samples were visually inspected and tested for flow. Device history record (DHR) review: the lot 6003024 was manufactured according to the work instruction (wi) version 77, packaged in the machine multivac 12, on 04/sep/2023, with a total of (B)(4) units. Assembly device history record (DHR) review: the lot 3h0626 was manufactured according to the (wi) version 26, manufactured in the line assembly of quick set, on 04/sep/2023, with a total of (B)(4) units. The lot 3h03627 was manufactured according to the (wi) version 26, manufactured in the line assembly of quick set, on 04/sep/2023, with a total of (B)(4) units. The lot 3h03625 was manufactured according to the (wi) version 26, manufactured in the line assembly of quick set, on 04/sep/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 19/aug/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6003024 and other 15 complaint have been registered in database for the same lot and malfunction code. Preliminary conclusion: due to the volume of complaints identified in the trending analysis, this case will be moved to pending corrective and preventive action (CAPA) determination assessment to evaluate whether additional investigation is required.

Event description:
To date no additional patient or event details have been received.